Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13172- device 7 of 20.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 20 infusion sets leakage event on (B)(6) 2024 for the earliest. The leakage was located at the site. The set was in use for 2 days. The patient replaced infusion set and resumed insulin successfully. No further information available.